Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Healthcare professional reported left side "biocell and capsular contracture baker grade iii". Device has been explanted and replaced.

Manufacturer narrative:
Corrected data: a.4, a.6, b.3.

Event description:
Healthcare professional reported "biocell and capsular contracture baker grade iii". This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported "biocell and capsular contracture baker grade iii". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 g2 h3 h6. Laboratory analysis summary: the device related to the reported event of capsular contracture and anxiety-product/procedure was received on april 03, 2025, with lot number 2482482. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the manufacturing process. Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "biocell and capsular contracture baker grade iii". This record is for the left side. Device remains implanted.